Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer disposable alarm "keeps going off'". No adverse effects were reported.

Manufacturer narrative:
Device evaluation : one warmer device was received for investigation with two h-2 pressure cuffs. A disposable gas vent was installed into block 4, the device was powered on, and alarm came on. A known good test filter block assembly was installed and the device powered on the. The check disposable alarm did not activate during this check. Visual inspection discovered a faulty filter block 4 assembly. An additional issue was also found. The air detector door latch failed tests due to having a plastic latch, not an approved latch. The device also had a broken drain valve and missing fan guard. The device temperature was measured at 41.7 degrees, which is within tolerance. Device passed all functional and electrical tests. Based on the investigation, the complaint allegation was confirmed. The problem source was noted as a faulty filter block assembly. The other issue found (e.g. The door latch failure) failed due the use of unapproved parts and that components were found to be broken or missing.